Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead exhibited an infection. Surgical intervention was performed to rinse out the pocket with antibiotic and then sutured. Attempts to obtain additional information was performed however unsuccessful. There were no additional adverse effects reported. The product remains in service.